Event description:
The patient was implanted with a left ventricular assist device (lvad). Vad coordinator reports motor stop events while on power module. Log files submitted and x-ray images of driveline submitted. Customer indicated that the patient has gained weight. Additional information received stated that the patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.